Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, the pump was not moving any fluid. A surgical procedure was performed during which air was observed in the pump; therefore, the existing pump was removed and replaced with a new tenacio pump. No patient complications were reported.